Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 14/feb/2019. Additional information: device evaluation summary: the device was returned to apollo for analysis, and visual examination was performed. The balloon shell was noted to be discolored, as it was green and blue in appearance. Red particulate matter was noted in the valve channel. A valve test was performed, and when di water was injected into the balloon valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from several openings on the balloon shell. Under microscopic analysis, seven openings were identified on the balloon shell: six openings were noted on the radius of the shell, and one opening was noted on the anterior portion of the shell. All openings were noted to have striated edges, consistent with surgical damage from device removal activities, and damage from a surgical tool.

Manufacturer narrative:
Supplement #2 - medwatch sent to the FDA on 20/jan/2021.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon "had colored urine." The device was removed.